Manufacturer narrative:
The investigation for the console (aic) damage has been completed. Data logs were reviewed and no anomaly was revealed. The aic was returned for evaluation. Inspection of the console revealed a detached front panel optical connector, a crack on the blue purge retainer was noticeable which was unrelated to the complaint. There was no other noticeable damage and console performed to specification when ran with a known good pump and purge line. The root cause for the failure was use issue. Added h6 impact code 4629 corrections to the initial MFR report: d2 corrected common device name. D4-updated model number. F6/f8 should have been left blank. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was being transferred while being supported with an impella cp and an automated impella controller (aic). The aic was dropped and damaged. The user error prompted the team to replace the aic. There was no harm or injury to the patient.